Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. Additional information from the field indicated that the lead was attempted due to the helix would not retract due to tissue ingress during repositioning. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned right ventricular (rv) lead was analyzed and determined that the helix difficulty allegation was confirmed. A helix mechanism test failed due to a deformed, stretched-out helix. No tissue was noted on helix or in helix housing in the lab.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. Additional information from the field indicated that the lead was attempted due to the helix would not retract due to tissue ingress during repositioning. The lead was never in service. No adverse patient effects were reported.